Event description:
Customer reported he dropped the insulin pump in the toilet. Customer all ready did a complete set change. Customer wanted to make sure the device was working correctly since now his blood glucose has been high all morning. Customer's blood glucose was 455 mg/dl. Drive support cap appeared normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Customer was unsure about setting and was advised to speak to doctor. Customer did not have tubing clamp so high pressure test was not performed. Cannula was bent. Highs have been occurring prior to the customer dropping the device. Self test and displacement test were performed and device passed. The device was being replaced due to discoloration from possible moisture damage. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.